Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was operating fine but when the sales rep attempted to upload the latest software it didn't take it and now the panel won't boot up. Per additional information received via tech support the device will be sent to the depot for the software update to be reloaded.

Event description:
It was reported that the device was operating fine but when the sales rep attempted to upload the latest software it didn't take it and now the panel won't boot up. Per additional information received via tech support the device will be sent to the depot for the software update to be reloaded.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable.